Event description:
Bd insyte autoguard shielded IV catheter was broken at the hub. It did not allow us to screw the j-loop on. Manufacturer response for catheter, intravascular, therapeutic, short-term less than 30 days, bd insyte autoguard (per site reporter). Waiting for their response.